Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for procedure. The delivery system contacted the guidewire, and there was difficulty inserting the delivery system into the patient. The tip of the dilator became damaged while advancing the delivery system over the wire and into the blood vessel. The device was replaced with another 14f amplatzer amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty inserting delivery system into the patient and tip of dilator being damage during advancement was reported. The device was returned to abbott and a the tip of dilator was noted to be damaged split. There were no anomalies noted on returned sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott is performing further investigation to monitor this issue.